Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and the insulin pump shuts off after inserting new batteries. Customer's blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had gears slower during priming and had failed battery alarm. The insulin pump will not be returned for analysis.